Event description:
Customer stated that the shaft of the attachment overheated during a minimally invasive spine surgery. Another attachment was available to complete the procedure. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
The drill attachment was returned to the manufacturer and the complaint was confirmed. Internal components were evaluated which revealed the presence of debris around the bearings, giving them a gritty feeling. The presence of debris can often lead to increased friction among the rotating components of the device leading to generation of heat.